Event description:
A coronary stent with delivery sys was successfully advanced to the target lesion site located in the pt's left anterior descending artery. Upon attempted balloon catheter inflation, it was reported that only the proximal portion of the balloon inflated. In response, another balloon catheter was utilized to fully expand and deploy the stent. There were no add'l complications reported relative to this event.